Manufacturer narrative:
Device evaluation: product testing could not be since no product was returned for evaluation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not sterilely wrapped. There was no patient involvement. A ten minute delay in the surgery was reported. No additional information was provided to abbott medical optics. The issue was reported for 3 lenses. This report is for lens 3 out of 3.